Manufacturer narrative:
The reported event of insulation breach was confirmed. Final analysis found that as received, a complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2021-39370. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. Device interrogation revealed inappropriate automatic mode switch due to noise on the right atrial (ra) lead the physician elected to explant the rv and ra leads and replace the leads. The patient was discharged from the hospital after the procedure.